Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture which resulted in the patient experiencing diaphragmatic stimulation and nerve stimulation. A lead dislodgement was discovered and the lead was extracted and replaced. No further patient complications have been reported as a result of this event.